Event description:
A talent stent graft was inserted into a patient for endovascular treatment of a taa of an unknown size in zone 3. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that another manufacturer's stent graft was implanted at the distal side of the thoracic aorta. Then the talent tf3636 was implanted at zone 3 at the proximal side. Although the overlap distance was 4cm, a type iii endoleak was confirmed. The physician touched-up/modeled with a reliant balloon, but still the endoleak remained. As the endoleak was small, the physician decided to monitor without any further intervention. No further clinical sequelae were reported and the patient is reported to be fine.

Event description:
Additional information was received. It was reported that the patient expired due to an aneurysm rupture. The investigator assessed this event as procedure related. The physician¿s comment states, "it was informed that the patient was taken to another hospital and passed away due to aneurysm rupture. It was also reported that CT check was carried out and confirmed that the treatment site was ruptured. The endoleak had not been resolved, which would have led to aneurysm enlargement and aneurysm rupture. As for the cause of type iii endoleak, it would be led by the procedure and/or the patient¿s anatomy but it was unable to be determined. Through post-operative follow up, the doctor had a talk with the patient and the patient didn¿t wish for any additional treatment so that aneurysm rupture was acceptable result."

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. It was reported that the aneurysm has enlarged from 5.3 cm in diameter to 5.8 cm in diameter over nine months. It was reported that the patient had dic.

Event description:
Additional information received for this case. The investigator assessed that the aneurysm rupture that lead to the patient death was related to the device.

Manufacturer narrative:
This event was reassessed internally and found to be us/MDR reportable. The us reportability decision has been updated to "a possible device malfunction". Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).